Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site during wear. Symptoms included purulent discharge, itching sensation and pain. The patient visited their hcp (health care professional) and diagnosed with an infusion site infection. The patient was prescribed and antibiotic (doxycycline).